Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. Product was not returned for investigation. As per clinical records, the patient was escalated to a full support device due to limb ischemia. The cause of the limb ischemia issue was most likely patient condition related to small vessel. B1-selected serious injury b2 in the initial report had death incorrectly selected. There was no death reported.

Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. Product was not returned for investigation. As per clinical records, the patient was escalated to a full support device due to limb ischemia. Without further information and considering the variety of potential factors such as the patient¿s clinical condition, history, risk factors and special investigation reports, it is not possible to determine the exact root cause of the limb ischemia and establish an association with impella use. Revised h6 code/investigation conclusions from 50 to 4315 as we cannot definitively conclude the cause as attributed to patient's condition.

Event description:
A patient of unknown age and gender received hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention (hrpci). Leg ischemia was reported below the impella pump access site. The impella cp heart pump was therefore removed and an impella 5.5 smartassist heart pump was inserted. The patient was subsequently stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿